Event description:
The customer reported that the system had a check sum error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was ordered during the service call. The system will be tested and put back into service.